Event description:
A customer reported a low readings issue with the adc device. The customer reported unspecified lower sensor readings and ceased self-treating with insulin. The customer eventually began to feel unwell and went to hospital. At hospital, the customer was diagnosed with hyperglycemia and provided unspecified treatment. Additionally, hemodialysis was performed. The customer reported they were hospitalized for 12 days, but had no further details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section is per customer report of "2 months ago", from the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.